Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump alarmed with power loss and post-reset ram crc alarms. The customer¿s blood glucose level was 132 mg/dl at the time of the original incident. The customer stated they were wasting a lot of time and batteries. The customer has been getting the power errors for several months and multiple times a day. Troubleshooting was not completed as this issues recurred after troubleshooting. The insulin pump will be returned for analysis.